Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. Functional testing was performed which showed '8' appeared intermittently upon pressing '0'. A service history review was performed and revealed that the device has no previous service events in the past 12 months; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause was due to a defective front panel with bouncing entries. The front panel will be replaced to resolve the issue. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had a keypad issue. The '8' key was displayed instead of the '0' key when the '0' key is pressed. This occurred during an unspecified process step. It was unknown if a patient was connected during this event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.